Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-0338 and (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No issue found that would have contributed to the patient's hyperglycemia.

Event description:
The customer reported on (B)(6) 2015 at 10:11 pm he activated a new pod and his blood glucose and insulin history is as follows: (B)(6). At 1:49 am the pod was deactivated and he noticed the cannula looks slightly bent to the right.